Manufacturer narrative:
The insulin pump passed self test and displacement test. No unexpected pump error 63 or pump error 4 alarms noted during testing however, pump error 63 alarm (variable 3) and pump error 4 alarms are confirmed in the downloaded history file due to broken pin 6 (sda) trace at on the keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failure. Customer¿s blood glucose level was unknown. Customer was able to rewind the insulin pump. Customer reported that the self-test and failed. Customer reported that they received motor arm communication error. The customer was advised to discontinued the insulin pump and revert to backup plan. The device will be returned for analysis.